Event description:
During pelviscopy endocath used to remove right ovary, string broke. Dr tried to pull bag out, and bag broke, ovary and tube lost in peritoneum, had to be retrieved, some extra or time.